Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness and toxic reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with 325cc mentor smooth round moderate plus profile saline breast implants experienced lack of energy, fatigue, ill feeling, pcos, infertility, heavy metal poisoning, weight gain and severe depression post procedure. As a result, patient underwent bilateral removal on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-25368 for contralateral prosthesis report.